Manufacturer narrative:
A product investigation was completed: the returned instruments were examined and the complaint condition was able to be confirmed in each instance as the protection sleeves were unable to be inserted into the insertion handle oblique holes. No definitive root cause was able to be determined however the failure mode is consistent with rough handling and/or wear and tear. Per the technique guides, the standard insertion handle ((B)(4)) and the protection sleeve ((B)(4)) are routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. The returned instruments were examined and the complaint condition was able to be confirmed as none of the protection sleeves were able to assembled into the oblique hole of the insertion handles. Each oblique hole shows deformation and burrs and each protection sleeve shaft has scratching/scoring present. No definitive root cause was able to be determined however the failure mode is consistent with rough handling and/or wear and tear. Relevant drawings for the returned insertion handles were reviewed. The oblique holes were measured using pin gauges, in each instance the hole was found to be out of specification. Additionally relevant drawings for the protection sleeve were reviewed. Design changes were implemented to ease the outer diameter transition in order to improve product performance and preserve product life of mating instruments. The outer diameter dimension of the returned devices were compared to the drawing specification and found to be within the tolerance. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: fsm. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing site: (B)(4). Manufacturing date: september 08, 2005. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a lateral entry femoral nail procedure on (B)(6) 2016, there were issues with the protection sleeve passing through the standard insertion handle. The protection sleeve would not pass through the insertion handle. A second (2nd) protection sleeve and insertion handle were used, same issues happened. A third (3rd) protection sleeve and insertion handle were tried and had the same outcome. The surgeon hammered in the tibia nail. There was a five (5) minute delay of surgery and patient outcome is unknown. This is report 4 of 6 for (B)(4).